Event description:
It was reported that when the asymptomatic patient presented for follow-up externalized conductors were noted on the right ventricular lead. The electrical function of the lead was tested and increases in both pacing lead impedance and capture threshold were noted. Based on the review of images provided to st. Jude medical the conductors do not appear to be externalized. The lead was capped and replaced without complication.